Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed pump became obstructed. The hyperglycemic condition treated with manual injection. The event involved product(s) mmt-332a, mmt-1880l, mmt-397a. Troubleshooting was partially performed. Customer has been using the insulin pump system within 48hours of reported event. Customer stated auto mode/smartguard feature was not active at time of reported event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1880l. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. Unit passed dat test at 0.0872 inches. Confirmed 11 units of normal bolus was delivered on 02/18/2025 between 02:52:27.000 and 20:07:49.000. No unexpected insulin flow blocked alarms noted during testing or listed in the pump downloaded history. Unit successfully downloaded to thump. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, cracked battery tube threads, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test or pump downloaded history. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.